Manufacturer narrative:
This information is based entirely on this poster presentation. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. Possible models could include: 4024 and 5024. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced poster: ¿clinical implications of declining impedance in aging bipolar pacing leads: final results from a five-year prospective study.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
A poster presentation was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the information; however, a one to one correlation could not be made with unique lead serial numbers. The poster indicated that there were leads with ¿declining impedance¿ values. There is no indication of treatment/intervention/resolution. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.